Event description:
Reporter alleged blood glucose device read 18 mg/dl back to back with a result of 451 mg/dl performed within 2 mins of each other. No treatment was reportedly received and no actions taken as a result. A request was made for the return of the suspect device and replacement product was sent.